Event description:
Event description cpi received information that interrogation of this implantable cardioverter defibrillator (ICD) during a routine follow up visit found that the ICD was 'inactive'. The physician reactivated the device.